Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed shock impedances of greater than 200 ohms. It was noted that the out of range measurement occurred on the same day that the patient had surgery. It was suspected that electromagnetic interference (emi) may have contributed to the clinical observation. There were no adverse patient effects. The system remains in service. There were no adverse patient effects reported.